Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 3 months ago. Aneurysm morphology was not reported and the iliac arteries were ectatic bilaterally. It was reported that at the time of implant, it was recommended to coil embolize the internal iliac arteries; however, that was not performed and an adequate distal seal may have not been achieved. At the 30 day f/u, a distal type 1 endoleak was detected on the right side. The pt was brought back at a later date and the iliac artery was extended with a talent iliac limb. This successfully resolved the endoleak at the same time the right internal iliac artery was coiled embolized. No add'l clinical sequelae were reported.

Manufacturer narrative:
(Secondary intervention) - evaluation codes, results: (endoleak), (ectatic iliac arteries bilaterally). Conclusions: (ectatic iliac arteries bilaterally).